Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead extension is kinked where the lead segment exits the strain relief. All wires are broken at this location causing a .5 cm gap between broken wires. Extensions fails continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a scs system on (B) (6) 2007. Reportedly, the pt fell down a set of stairs and the lead extension broke at the connector. There were no reported issues with the lead. The lead extension was replaced on (B) (6) 2009 and returned to ans for analysis. There is no further info available.